Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A non-bsc guide catheter engaged the vessel and a choice extra support guide wire was advanced. Next, a 28x3.0mm ion stent delivery system (sds) was advanced but could not cross the target lesion. Upon removing the sds, the stent got caught and flared. The guide catheter, guide wire and stent were removed together. Balloon angioplasty was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A non-bsc guide catheter engaged the vessel and a choice extra support guide wire was advanced. Next, a 28x3.0mm ion stent delivery system (sds) was advanced but could not cross the target lesion. Upon removing the sds, the stent got caught and flared. The guide catheter, guide wire and stent were removed together. Balloon angioplasty was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the ion sds was returned loaded in the guide catheter, with the y-adaptor connected to the guide catheter, and the guidewire in the lumen of the complaint device. The proximal end of the stent had several proximal stent struts raised and overlapping. An attempt to separate the ion from the guide catheter was unsuccessful due to the severe damage to the stent. There was a white fibrous foreign material (fm) intertwined in the stent implant. An attempt was made to remove fm to be tested, but was unable to obtain a large enough sample to be tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).